Manufacturer narrative:
In addition, the olympus service center found channel leaking, a crack, tear marks and leaking (forceps passage), elevator channel loose, name plate missing, angulation play, right/left knob click noise, and probe unit loose. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the scope was found leaking during reprocessing. Upon inspection and testing of the customer returned device, it was observed that the forceps glue was peeling causing the probe unit to become loose. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the instructions for use (IFU) and may have helped prevent the event: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur." "To prevent a water leak, do not apply excessive force when cleaning the endoscope." Olympus will continue to monitor field performance for this device.